Event description:
Customer reports that her device read 270mg/dl and the dr's device read 95mg/dl within 2 minutes. No treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.